Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and the cannula was bent. The symptoms leading to her admission was vomiting. The customer called back to report that the insulin pump does not alarm no delivery. Troubleshooting was performed. Assisted the customer to run the high pressure test twice, and the first time did passed, but the customer stated that the insulin pump did not alarm no delivery as it should the second time. The manual prime test was performed and the insulin did exit. Advised the caller to continue using the insulin pump until the replacement arrives. No further information was provided.